Manufacturer narrative:
E1: patient city: (B)(6) patient country: austria

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient experienced an insulin flow blocked alarm event on (B)(6) 2026 followed by a high blood glucose lasting more than four hours and got treated with correction bolus. No further information available.